Event description:
A malfunction on the pump was reported by the caller, which resulted in the customer's blood glucose level exceeding 500 mg/dl. The specific value was not known, but it was displayed as "high." To address the high blood glucose, the customer administered a correction injection through multiple daily injections and did not require assistance from a third party. Technical support provided instructions to reset the malfunction code, which was successful, and the pump could be continued to be used. The caller was advised to report back if the issue recurred, and they acknowledged the instructions.